Event description:
The pk papyrus covered stent system was selected for treatment of a type ii perforation in a side branch of the rca. After protamine injection, balloon dilatation and unsuccessful coil delivery, the complaint pk papyrus was introduced but unable to be delivered. Later, on table, the stent stripped off balloon. So, it was discarded. Another pk papyrus was used, and the lesion was successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the provided documentation and the conducted review no manufacturing-related root cause could be identified. The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus covered stent system was selected for treatment of a type ii perforation in a side branch of the rca. After protamine injection, balloon dilatation and unsuccessful coil delivery, the complaint pk papyrus was introduced but unable to be delivered. Later, on table, the stent stripped off balloon. So, it was discarded. Another pk papyrus was used, and the lesion was successfully sealed.